Manufacturer narrative:
(B)(4). The sample was not returned, therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one empty container with connector leaked. The reporter stated that the bag leaked from the side seam after it had been prepared with solution at the pharmacy. There was no patient involvement, as this issue was identified before use. Additional information was requested and is not available.